Event description:
A report was received that the pt was explanted due to possible infection. After the explant surgery, the physician did not think there was an infection instead the leads were starting to come out of the incision site. The physician did not think it was skin erosion, but that the pt's incision never fully healed. The pt was reportedly doing fine after the surgery.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.